Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, when punching the trocar site, the device was physically broken. They changed to new device to complete the case. There was no patient injury.